Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported by the customer that "the end portion of the drill bit for the distal locking screw during a short gamma nail case was stripped and broke off inside patient's femur bone".